Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the patient expired due to an injury to the vena cava, which resulted in a significant amount of blood loss. Multiple requests for additional information have been made; however, no response has been received.

Manufacturer narrative:
Review of the system logs found no errors were logged during the procedure. Log review of the 5 subsequent procedures performed on the system also found no errors occurred. The following concomitant products were used during this procedure: endoscope plus 30 degree, mega suturecut needle driver, monopolar curved scissors, fenestrated bipolar forceps, prograsp forceps, maryland bipolar forceps, vessel sealer extend, sureform 60 stapler. A site history review found no complaints have been reported for any of the products. Device history record (DHR) review for the instruments confirmed that there were no related non-conformances documented. Stapler log review shows the sureform 60 stapler instrument was installed on the system twice and successfully fired 2 blue reloads. There were no stapler related errors in the logs. A review of the vessel sealer extend instrument and the e-100 generator logs found the instrument was installed once and passed homing. The cut complete and seal events were completed with no relevant errors noted. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient in the report died as the result of bleeding from an injury to the vena cava during a liver resection. How this event occurred or details of what may have led to the injury are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.